Event description:
Dr. Reported the following to sales rep paul van herpt: "in1996, the primary surgery took place. In 1997, the first postoperative check took place. In 2008, the patient visited the surgeon because of pain in the left hip region, which has started in approx seven months earlier. The patient is healthy, but walking with a stick. The CT scan showed hardly any activity in the left hip. The x-ray showed a broken stem. A revision surgery took place. The stem was taken out and replaced by a revitan (competitor) stem. The femur fractured during the revision surgery (three cerclage wires)."